Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, the stent was used to treat a malignant obstructing lesion in the bile duct due to pancreatic cancer. Reportedly, the patient¿s anatomy was moderately tortuous and was not dilated prior to stent placement. During the procedure, the physician attempted to release the stent after crossing the lesion and it was noted that the stent could not be deployed. The stent was removed from the patient fully constrained. Another wallflex biliary rx uncovered stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Based on the evaluation findings, which revealed that a stent wire had broken at the distal end of the stent at a weld, this is now a reportable event.

Manufacturer narrative:
(B)(4) for the reported event of stent broken. A visual examination of the returned device found that the stent was fully mounted. During analysis, it was possible to partially deploy, reconstrain and then fully deploy the stent without issue. However, it was noted that a stent wire had broken at the distal end of the stent at a weld. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.